Event description:
After the surgeon had performed a 'seal' cycle on a vessel, the vessel had retracted and bled. The patient had lost about 500 cubic centimeters (cc's) of blood. The patient received 10 stitches to control the bleeding and also received one unit of blood.

Manufacturer narrative:
The device in question was returned and evaluated by a conmed investigator. The returned device met manufacturing specifications and conmed was unable to reproduce the reported event. As the patient had lost about 500 cc's of blood and received stitches, conmed would like to report this event to the f.d.a.